Event description:
Customer reported that elevated frt4 results above the normal reference range were generated by the access 2 immunoassay system. The results were reported out of the laboratory. Subsequent testing produced a result below the normal reference range. It is not known if there were any changes to the patients' care or treatment. There are no reports of any adverse event or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
No service call was initiated nor examination of the system. Accordingly, no root cause or conclusion can be determined. This reportable event was identified during a retrospective review of complaints conducted between january 01, 2008 and october 23, 2010 for additional reportable events.